Event description:
It was reported that the device had possible premature battery depletion. It was noted that right atrial (ra), right ventricular (rv), and left ventricular (lv) outputs were high. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2011; 1388tc competitor implantable pacing lead (B)(6) 2000; 1388tc competitor implantable pacing lead (B)(6) 2003; 1258t competitor implantable pacing lead (B)(6) 201. (B)(4).